Event description:
It was reported that during a gastrectomy procedure, when the surgeon anastomosed the stomach and duodenum, the anvil and the device body detached during the closing. The same events occurred twice. Finally the anastomose was completed at the third firing without any problem. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.